Manufacturer narrative:
Corrected lot number - should be lot #160318. Addition of device manufacturing date: 03/18/2016.

Manufacturer narrative:
Return requested. Replacement spinous process short clamp shipped to site 09/28/2016. Medtronic investigation of returned suspect spinous process short clamp finds that, as reported, the retainer ring had been pulled from the tip of the adjustment screw by forcing the screw further than the retainer ring would allow. The clamp is in otherwise good condition. Failure: physical damage, pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion cervical procedure, the surgeon opened their spinous process clamp short too far and broke the washer. Surgeon was removing the clamp after a successful surgery and felt the need to open the clamp further than the stop. Washer was retrieved. No further details regarding the damage were provided. There was no delay of therapy. There was no impact on patient outcome.